Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that a decrease in performance with the device was observed following a stroke and two hits to the head from falling. The patient has a history of balance issues, which have increased recently. Explantation is being considered. The patient will likely not be able to be re-implanted because of medical issues.

Manufacturer narrative:
Conclusion: damage to the active electrode likely caused by minute device mobility was determined to have led to device failure over time. The reported fall might have led to device mobility. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
Patient reported decreased performance following a stroke. Compliance levels drastically decreased. Patient also reports hitting his head twice from falling. The patient has been re-implanted.